Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The cause was unknown. On an unreported date, the patient began treatment with cephradine (dose, frequency and route not reported) and vancomycin (dose, frequency and route not reported). At the time of this report, the patient was not recovered. On an unreported date, the patient discontinued pd therapy. Additional information is not available.